Manufacturer narrative:
Additional information-e1 (initial reporter)- (B)(6). Due to character limit: e1(event site name)- (B)(6) a supplemental report will be submitted upon completi.on of our investigation.

Event description:
It was reported that during routine maintenance the cs300 iabp had an automatic inflation malfunction and the drive valve assembly test failed. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 (event site email). Corrected field : h6 ( medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they replaced the valve drive assembly ((B)(4)). Device passed the performance and safety checks according to factory specifications.